Manufacturer narrative:
Correction to e1, e2, and e3 of the initial report. See e1, e2, and e3 for more details. Correction to g2 of the initial report. "Health professional" should have also been selected as a report source. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not confirm the b40 error code and a root cause could not be determined. The front panel lights and front panel switch malfunction occurred due to a failure of the main board. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the video system center had an error b40. And the front panel was blinking and irresponsive. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.